Event description:
Customer was hospitalized for low blood glucose levels. It was stated that boyfriend had found customer incoherent prior to hospitalization. Boyfriend reported that customer had not eaten which may have been the cause of low blood glucose levels. Unable to perform troubleshooting at time of call due to the fact that pump display was blank.